Event description:
The pump was returned for an av assembly failure. Customer reported primary pin was stuck in but after turning unit on the pin came out fine. After testing it in several different ways the pins have not been observed to have behaved abnormally. Turning the unit off and on several times, the pins had normal startup sequences. The pump was also able to perform mock infusions normally. An internal investigation was performed and there was no observable damage anywhere in the pump. Fva was specifically inspected and without observable defect.

Event description:
The following has been reported: biomed reported: received another pump this serial#: (B)(6). This pump had the top left little push pin that was stuck in the down position. Customer powered it on and when it was doing its startup process it popped back up. Customer will run a basic infusion on this pump and if all goes well, will put it back out on the floor. Waiting for confirmation of no patient harm and if issue stopped active infusion. Biomed confirmed no patient harm and no report of issue stopping active infusion. A preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.